Manufacturer narrative:
It was reported the abutment removal was performed under a general anaesthetic and antibiotics were administered. This report is filed on may 02, 2019.

Manufacturer narrative:
This report is submitted on march 26, 2019. (B)(4).

Event description:
Per the surgeon, the patient experienced repeated infections and subsequently the abutment was removed on (B)(6) 2019. A new abutment was not placed.